Event description:
It was intended to use a complete se peripheral stent to treat a slightly calcified lesion in the right sfa. The lesion had 60% stenosis. The device was inspected prior to use with no issues noted. The lesion was not pre-dilated. No resistance was reported. The device red clip was in the correct position prior to the stent deployment. It is reported that the stent was deployed at the target lesion, but the stent was incompletely expanded. The physician had to use a balloon to post dilate the stent to correctly deploy it. No further patient complications are reported. Image review: the stent present in the sfa appears to unevenly deployed in the images. The proximal and mid portion of the stent appear to be completely expanded. The distal portion of the stent does not appear to be expanded completely. A balloon appears to be positioned inside the stent in order to correctly deploy in in the vessel. The images appear to confirm the deployment difficulties.

Manufacturer narrative:
Evaluation results: (root cause is undetermined). No results available since no evaluation performed (device not returned for evaluation). Evaluation conclusions: (root cause is undetermined). Device not retuned; unable to confirm complaint (device not returned for evaluation).